Event description:
Reportedly, a pump had declared an altitude alarm, resulting in the suspension of insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to remove any obstruction from the speaker holes, clean the area, and follow steps to reconnect the cartridge. However, the insulin delivery was not resumed immediately, and the customer was unable to load a new cartridge at the time. Technical support provided tips to prevent future altitude alarms, and the customer agreed to try loading a new cartridge later and would follow up if the issue continues.